Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated from cobas® sars-cov-2 & influenza a/b (scfa) assay and the genmark e-plex. A customer from the united states alleged that they received potential false positive results when a patients sample was tested with the genmark e-plex platform that generated a sars-cov-2 positive, influenza a positive, influenza b negative result. The patient¿s same sample was repeat tested and analyzed on the cobas® liat® system (s/n (B)(4)) that generated a sars-cov-2 positive, influenza a negative, influenza b negative result. A second retest of the patient¿s same sample was performed a second time on the genmark e-plex that generated a sars-cov-2 positive, influenza a negative, influenza b negative result. A third test of the patient¿s same sample was sent out to the state laboratory for testing platform used for testing is unknown that generated a sars-cov-2 positive, influenza a negative, influenza b negative result. Patient sample was collected using nasopharyngeal collected in remel m4rt. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The sars-cov-2 positive result was reported out to the patient and/or personnel treating the patient. After receiving the influenza a negative result from the state laboratory they was reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. No product problem related to the customer allegation was identified. The sample had a very high titer for sars-cov-2, and the likelihood of co-infection is very low. Even if flu a were present, amplification would likely be suppressed, due to competitive inhibition. Correction to collection media: remel m4rt viral transport media is an on label product for sample collection. (B)(4).